Event description:
Patient reported left infections and swelling occurred. Per the ultrasound it noted patient had a history of "marked swelling + redness l breast.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2, b.5, b.6, d.1, d.2, d.4, d.6, d.7, g.1, g.3, g.5, h.4 h.6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported "infections and swelling" on left side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3, b.5 , h.6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. The device has been explanted.